Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure a hole in the balloon was noticed. The explanted device was eleven years old. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the hole in the balloon was confirmed during the procedure. The patient did not experience any adverse events and was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.